Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi), in-stent restenosis and required target vessel revascularization (tvr). In (B)(6) 2011, the patient presented with progressive intermittent exertional chest pain and was diagnosed with unstable angina (braunwald classification: iib). Cardiac catheterization was recommended. The target lesion was located in the proximal left anterior descending artery (lad) extending to the mid lad with 80% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct placement of a 3.00x20mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pressure originating in the middle of the chest. The patient was diagnosed with non st-elevation myocardial infarction and was hospitalized. Cardiac catheterization was recommended. It was found there was 90% in-stent restenosis in the proximal lad which was treated with direct placement of a 3.50x32 promus element plus stent, with 0 % residual stenosis following post-dilation. In addition, the 90% stenosis in the 1st diagonal branch (dx1) was treated with balloon angioplasty with 0% residual stenosis. The study drug was discontinued at the time of the event. The patient was started on plavix. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).